Event description:
It was reported that the pump's control-iq software was not functioning as intended. There was no reported adverse impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.